Manufacturer narrative:
Investigation results: the complaint of a leak could not be confirmed from the representative 20g nexiva device that was received in sealed packaging from lot #3209996. A functional test revealed no leaks in the unused sample. The affected unit was not provided for investigation. Although the representative sample and manufacturing records do not support the complainant¿s description of the reported event, the complaint has been documented and will continue to be monitored as part of ongoing efforts to identify potential manufacturing related issues.

Event description:
It was reported that an unspecified amount nexiva 20ga 1.00in had blood leakage. The following was received by the initial reporter: that there is a faulty blood return and blood flowed out of the back of the needle.

Manufacturer narrative:
B3. The date received by manufacturer has been used for this field. H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.